Event description:
The manufacturer received information alleging a ventilator failed to deliver flow. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was found to be broken and was replaced to address the issue.